Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy with right upper lobe resection; the surgeon used the medium-large clip applier to clip a branch of the pulmonary vein. The clip applier was closed around the branch of the pulmonary vein but could not be removed when the surgeon was trying to remove it. The surgeon stated that the vessel tore while attempting to remove the clip applier. The vessel was less than 10 millimeters in diameter. There was approximately 100 ml of estimated blood loss. The bleeding site was ligated with the use of a vessel sealer. There was a 1 hour procedure delay, and the case was completed robotically. The patient did not require any blood transfusion during surgery and there was no post-operative complication reported. The instrument was inspected prior to use and no unusual findings were observed. There were no draping issues encountered.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The failure analysis did not detect any issues with the instrument. A follow-up MDR will be submitted if additional information is obtained. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. Visual inspection found no damage to the instrument. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the residue at the instrument clamping pulleys are typically attributed to misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. The customer also sent the backup clip applier used during the procedure for evaluation. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement, released and applied the clip as commanded. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy, right upper lobe resection, the clip applier was closed around the vessel but could not be removed when the surgeon was trying to remove it. The surgeon stated that the vessel tore while attempting to remove the clip applier. There was 100 milliliters blood loss and the bleeding site was ligated with the use of a vessel sealer.